Event description:
It is reported that the pt was revised due to loosening.

Manufacturer narrative:
Evaluation summary: the information received for this complaint indicates that the surgeon implanted a micro articular surface with a standard femur which is not an approved product combination; however, the surgeon indicated that he did not feel that this was the cause of the tibia plate loosening. The surgeon did indicate that the pt had a fall prior to the tibia becoming loose and noted that there was no osteolysis present at the revision surgery. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.